Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform various troubleshooting steps, including disconnecting tubing, tightening the connection, and delivering boluses. Despite these measures, the occlusion alarms recurred. Eventually, the customer loaded a new cartridge, and resume insulin therapy.